Event description:
The customer reported that there was a critical care unit (ccu) central monitor speaker malfunction. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed the external speaker could not produce sound. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting address line 1: (B)(6).